Event description:
Pt was receiving angioplasty of a central venous stenosis via a right common femoral vein approach. We used an ultra-thin sds 10 mm x 4 cm x 75 cm angioplasty balloon made by (B)(4), model utsds/10-4/5.8/75, (B)(4), lot 11858836. The balloon worked properly during angioplasty. However, the balloon would not deflate fully and could not be removed from the 8 french sheath in the groin through which it has been placed. The device is meant to be used with a recommended 7 french sheath, so the sheath we used was actually 1 size larger than was needed. We performed several maneuvers attempting to get the balloon to deflate to a size that would allow removal through the sheath. During these maneuvers the catheter began to stretch in its midshaft from hard tugging. Eventually, we removed the partially-sheathed balloon and remaining partially inflated balloon as a unit, over a wire, and replaced with a new sheath. Small vessel injury to the vein wall may have occurred but healed with manual compression after removal of the replacement sheath. Inspection of the balloon ex vivo revealed that part of the fluid in the balloon would not empty completely from the balloon and the balloon would not collapse fully. The material in this particular balloon is different from most of the balloons we use.